Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, water damage) has been confirmed. Upon investigation, contamination was found on the auxiliary pca in the monitor. The inability to power on was due to the corrosion on the aux board. The cause of the corrosion inside the monitor was unable to be positively identified but is likely due to ingress of an unknown contaminant. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor "may not be working" and that there was moisture behind the touchscreen. The patient was issued a replacement monitor.